Event description:
Overdose: a patient reported that she received an overdose of humulin insulin with her first injection using a novopen 1.5 device. The patient stated that although she was not experiencing any symptoms of hypoglycemia, she went to the emergency department where a physician measured the quantity of insulin remaining in the cartridge. It was determined that 62 units of insulin had been expelled rather that the intended dose of 20 units. Upon speaking with a nurse at the physician's office, it was explained that the patient's blood glucose levels dropped to 62mg/dl while in the ER and an IV dextrose solution was administered. Her blood glucose levels were monitored hourly through the night and they climbed above normal parameters with continued dextrose treatment. The nurse indicated that the patient has received detailed training on how to use the device and she has continued to use it without any further problems.